Event description:
Customer sent a repair request reported with a description of " did not put the eto cap on during reprocessing". The issue found during reprocessing. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted leaking at a-rubber, a-rubber(insertion tube) with blown out rubber/rupture , a-rubber glue lifting and scratches observed. Insertion tube smashed and failed ring gauge test. Evaluation findings noted leaks and damage to the device. The failure found could be attributed to handling maintenance issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. The ethylene oxide (eto) cap was not used during reprocessing. According to the manufacturer¿s instructions, the eto cap must be installed prior to eto gas sterilization and aeration and removed prior to immersion or clinical examination. The cap must also be attached when the endoscope is transported outside the hospital (shipment, return for repairs, etc.). The investigation determined that the user did not reprocess the device according to the manufacturer¿s instructions. This was established as the root cause of the reported event. Olympus will continue to monitor field performance for this device.